Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve a balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic balloon. Following implant at a depth of 3 millimeter (mm) on non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), a post-implant bav was performed using a 30 mm non-medtronic balloon due to moderate to severe paravalvular leak (pvl). The pvl remained and a second transcatheter bioprosthetic valve was implanted 3mm below the first valve. Post-implant a bav was performed and mild pvl remained. No further action was taken. No additional adverse patient effects were reported.